Event description:
During a remote follow up, it was noted the device was unable to connect via bluetooth (ble) telemetry. Technical support was contacted and attempt to re-pair the device to the application via ble, however, was unsuccessful. Technical support recommended an in clinic follow up for further investigation. An in clinic appointment is anticipated but has not yet been performed. The patient was stable.

Event description:
Additional information was received indicating the patient presented in clinic and the device was interrogated. Following interrogation the device was re-paired to the application via bluetooth (ble). The patient was stable.

Manufacturer narrative:
The reported event of loss of (bluetooth) ble was confirmed. The information received was reviewed by abbott engineering and it was determined that the device had entered ble lockout due to abnormal usage. The abnormal usage was triggered due to multiple failed connection attempts. This behavior is per design specification.